Manufacturer narrative:
Additional information received on 27 october 2017 and includes: the leg length was "improper" due to subsidence of the stem. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: secondary leg lengthening in a cementless tha after 6 months since primary operation. According to report, the cause for leg shortening was subsidence of the stem, unusual circumstance in a collared stem. The supplied xrays bear no date, and in the second one a cerclage is visible, so there is also the possibility of a concealed fracture. There are no indications that the responsibility for this failure is to be sought in a faulty device. Batch review performed on (B)(6) 2016. Lot 155419: (B)(4) items manufactured and released on 12 january 2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28/dmg, code 01.26.2854mhc, lot. 147166 (k092265) (B)(4) items manufactured and released on 02 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon believes the cause of the pain is due to improper leg length. The surgeon lengthened the leg by revising the head and liner. The surgery was completed successfully. Explants are not available.